Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . On (B)(6) 2023 the patient was found by her neighbor passed out lying outside around 6:00pm. The concerned neighbor immediately called the patient's daughter. By the time the daughter arrived, the patient had regained consciousness and the daughter called 911. The patient felt dizzy and weak before and after the episode. Emergency medical services (ems) checked the bg which was 50 mg/dl while the cgm was 120 mg/dl around 6:30pm. En route to the hospital, the patient was given unspecified liquid glucose. Upon arrival to the emergency department, the patient was treated further with carbohydrates. By 7:00pm, the patient was discharged. At 7:30pm, the bg was 106 mg/dl while the cgm was 180 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.